Manufacturer narrative:
Follow-up #1: date of submission 07/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was intact with no evidence of peeling or damage and all keypad buttons were responsive. Contamination was found underneath all of the keypad button contacts. Unrelated to the keypad, the cartridge and battery compartment were both cracked. The audio bolus button was torn. The display screen was dim and discolored. The pump did not emit any audio tones and the piezo was found to be out of alignment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.